Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc in the patient's nasogenian fold. Physician noted when they "placed the plunger to fill the nasogenian fold, I noticed that it was extremely rigid, requiring a big pressure to slide, and in the process the needle disconnected and the product was all lost". No injury was reported. Additional information: the healthcare professional attached the packaged needle to the syringe according to the manufacturer's directions. Upon starting "application in the right nasogenian fold of the patient and immediately the needle disconnected from the syringe, causing the extravasation of all product."

Event description:
Additional information: the healthcare professional attached the packaged needle to the syringe according to the manufacturer's directions. Upon starting "application in the right nasogenian fold of the patient and immediately the needle disconnected from the syringe, causing the extravasation of all product."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of difficult to deploy, detachment of device component and expulsion: "precautions for use: if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle. Method of use ¿ posology: juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc in the patient's nasogenian fold. Physician noted when they "placed the plunger to fill the nasogenian fold, [they] noticed that it was extremely rigid, requiring a big pressure to slide, and in the process the needle disconnected and the product was all lost". No injury was reported.